Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank app was frozen. A technical support specialist remoted into the system and found that the application was prompting for a barcode scan. Since the user did not know the barcode, user had to skip the transaction to proceed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the application became unresponsive and froze during use. There were no delay or adverse events or injuries reported based on this event.